Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 silicone insulation started to peel off after a few minutes of using it. They discontinued using this kit and opened a 3rd kit to finish the case. There was a slight procedural delay while they opened a new kit to finish the case. Nothing broke off the jaws or went into the patient, insulation just started to peel. No patient harm was reported.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 03/15/2024. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and slight evidence of blood was observed. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no peeling observed. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. An investigation was conducted on 03/19/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There was no peeling of the clear silicone insulation on both the cold or hot jaw. The clear silicone insulation on the hot jaw was observed to be whitish in color along the hot jaw. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. No electrical testing was conducted due to the condition of the heater wire. Based on the photographic evaluation as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed, however, the analyzed failures "thermal decomposition of the device" and "material twisted/ bent wire" were observed. The lot # 3000368360 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.